Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. There was crack in case, customer went to swimming and insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Manufacturer narrative:
Customer returned device for an alleged critical pump error (open book image) alarm, moisture damage and cosmetic damage on the device case found on january 25, 2022. Device was received with a critical device error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical device error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical device error (open book image) alarm triggered by three consecutive hardware low level failure critical handling alarms on 01/25/2022 at 08:22:07.000, 08:22:09.000 and 08:22:11.000 with variable 12. Hardware low level failure alarm due to hardware error with line number = 341 and file number = 522. Device was cut open to perform visual inspection and found moisture damage on electrical board force sensor, motor, harness assembly vibrator and keypad flex tail. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the device at the battery compartment, serial number label missing and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to three consecutive hardware low level failure alarm due to hardware anomaly. Moisture damage confirmed on electrical board, force sensor, motor, harness assembly vibrator and keypad flex tail. Cosmetic damage confirmed behind the device at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.